Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that tip of the universal handle that engages cut blocks broke off. All pieces were retrieved and there was no surgical delay or adverse event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that both instruments were broken. The tip of the universal handle that engages cut blocks broke off. And one of the spikes for the tibial prep tray was also broken.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that instrument broke during surgery. All pieces were retrieved. And there was no surgical delay or adverse event. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed, the sigma hp system handle has one of the distal prongs broken off. Fragment was returned for evaluation. No other defects that could have contributed to the reported allegation were observed. The device only presents an overall worn appearance consistent with normal and repetitive use. The observed, breakage of the device can be attributed to a combination of heavy use and unintended use error, due to prying side to side the sigma hp system handle, while attached to the mating instrument. This would have put a force on the prongs allowing them to deform/break and prohibit the device from functioning as intended. The overall complaint was confirmed. As the observed, condition of the sigma hp system handle would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.